Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in (B)(6) and seven in (B)(6). Pod 1 chest tube was significant for air leak and left to suction. Pod 2 placed to water seal trial with increased subcutaneous emphysema and placed back to suction. Pod 3 he was negative for air leak and placed to waterseal again. He tolerated waterseal trial overnight and was clamped the following morning. Follow up cxr was continued to be negative for pneumothorax. Pod 4 chest tube was discontinued without difficulty. Follow up cxr was concerning for pneumothorax requiring further evaluation with chest CT. Chest CT reviewed with dr. Cane and patient ready for discharge. Today, patient was voiding, ambulating, tolerating po, on room air and otherwise ready for discharge to home on (B)(6) 2019.